Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, completely broken off reservoir tube lip, reservoir tube cracked, and cracked lcd window. Reservoir unable to lock in place due to reservoir tube lip completely broke off.

Event description:
The customer called to report damage to the reservoir tube lip and also reported that they were unable to remove the plunger from the reservoir after filling the tube. Customer's blood glucose reading was 143 mg/dl. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.